Event description:
The customer reported that the 9900 system had a hard drive error and would not send images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The network connection was repaired and the hard drive and software were installed during the service call. The system was tested and found to be working as intended and put back into service.